Event description:
The accunet wire snapped at the shaft, well below the filter bushing, due to torque tension. The doctor was performing a left common carotid case with tortuous anatomy. The doctor used a non-guidant guiding catheter and was able to place the acculink stents. The doctor attempted to recover the filter, which was at the distal stent location, but the accunet drifted into the distal stent and the filter could not be recovered. The doctor excessively manipulated the device to recover the filter, and while pulling back, noticed that the shaft had separated (about 20-25 cm of wire). The pt went to surgery and the doctor performed an endarterectomy and successfully removed the accunet. There was no reported pt effect and no add'l info available.